Event description:
It was reported that the bed exit zones were not fully selectable. Also, it was reported that the main board on the bed was not functional and the bed could not be repositioned. There was no patient or user injury.

Manufacturer narrative:
The manufacturer has requested the return of the affected board for evaluation.